Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent strut rows 4 ¿ 6, stent struts were lifted from their crimped stent positions and pulled in distal direction. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 26-jan-2018. It was reported that crossing difficulties were encountered. Coronary angiography was performed which revealed an 80% stenosed target lesion located in the mildly tortuous and severely calcified mid to distal left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.0 x 15 non-bsc balloon catheter. Subsequently, a 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the severe calcification. The procedure was completed with another 2.50 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.